Event description:
When the physician was injecting local anesthetic, the local syringe broke at the plunger near the ring where the thumb is used to push the plunger. The hard plastic broke in half leaving a sharp edge. FDA safety report ID #: (B)(4).